Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating properly. A field service engineer (fse) confirmed that the issue began with intermittent station communication failures and critical override errors, showing ¿offline¿ in remote support service (rss). Initial troubleshooting suggested the network port was fine, but later customer information technology (it) found a faulty network drop and changed to different network drop, restoring server communication. However, stations still appeared offline in rss. Further investigation revealed multiple osf sites had all machines offline in rss despite communicating with the pyxis server. Fse ran a port check script, and customer support center (csc) confirmed correct ports were open, also recommended checking for ssl/deep packet inspection and disabling it if enabled. After that the customer was informed all stations were online in rss. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.